Manufacturer narrative:
The insulin pump had a blank display due to a corroded liquid crystal display board. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump display was blank and that there was moisture visible on the display. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped and had not been exposed to moisture, had only been exposed to heat. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did return.